Event description:
It was reported that there were wires exposed on the interconnect cable associated with the 9800 system. It was also noted that a pin was pushed back at the lemo end and the lemo coupling was removed. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the interconnect cable. The system was tested and found to be working as intended and placed back into service.